Event description:
Restoration modular proximal body was loose upon revision for dislocation. Screw came out easily as well. Date of original implantation was (B)(6) 2012. Since then the patient dislocated at least 4 times. When the proximal body was initially implanted it was implanted with antiversion. The depth to seat checker was used and the torque wrench was used for implantation. When revised the surgeon was able to spin the body and the screw came out easily. It should be noted that the patient as described by the surgeon did fall shortly after surgery.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a restoration modular femoral system was reported. The event was confirmed. Material analysis of the returned device found evidence the taper junction may not have been fully locked at the time of manufacture. No material or manufacturing defects were noted. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Clinician review was requested for the provided x-ray images. The review concluded: "based upon the minimal clinical information and material analysis report, there is no evidence that factors of faulty prosthetic manufacturing or materials were responsible for this clinical situation." Conclusion: the reported dislocation was confirmed. Material analysis indicated the subject femoral body component may not have been fully locked with the stem at the time of implantation. This finding coupled with the reported trauma after implantation likely resulted in a change in the femoral body version which contributed to the recurrent dislocations experienced by the patient. Serial x-rays and followup notes detailing the traumatic event and subsequent months prior to revision would be required to confirm this conclusion. Material analysis and clinician review found no evidence that device material or manufacturing factors contributed to the reported event.

Event description:
Restoration modular proximal body was loose upon revision for dislocation. Screw came out easily as well. Date of original implantation was (B)(6) 2012. Since then the patient dislocated at least 4 times. When the proximal body was initially implanted it was implanted with antiversion. The depth to seat checker was used and the torque wrench was used for implantation. When revised the surgeon was able to spin the body and the screw came out easily. It should be noted that the patient as described by the surgeon did fall shortly after surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.